Event description:
A (B)(6) male patient contacted zoll customer support to report constant adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon evaluation pins three on q1 inside both ECG electrodes c and d was out of tolerance. The cause of the adjust belt alarms is the defective q1 component inside ECG electrodes c and d. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective components. The patient received a replacement electrode belt.